Event description:
Customer reportedly received results of 66 mg/dl and 315 mg/dl within ten minutes on the same device. Lab value was drawn (time unk); result was 100 mg/dl. Later that day on a different pt customer received results of 491 mg/dl and 213mg/dl within ten minutes on the same device. Lab value was drawn (time unk); result was 120 mg/dl. The following day customer received results of 362 mg/dl and 100 mg/dl within ten minutes on the same device. Lab value was drawn (time and result unk). Customer thought controls were sometimes out of range. No adverse event reported. Requested return of suspect device and replacement was sent.